Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of required secondary surgical interventions; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported via literature article to evaluate retrospective study of two year clinical outcomes of combination ab interno canaloplasty and a microstent compared to ab interno canaloplasty in cataract surgery patients. This file is about patient required secondary surgical intervention. There are three medical device reports associated with this report. This is 3 of 3. Trubnik v, huang l, hall b. Retrospective study of two-year clinical outcomes of combination ab-interno canaloplasty and a microstent compared to ab-interno canaloplasty in cataract surgery patients. Clin ophthalmol. 2025; 19:1991¿1997.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Trubnik v, huang l, hall b. Retrospective study of two-year clinical outcomes of combination ab-interno canaloplasty and a microstent compared to ab-interno canaloplasty in cataract surgery patients. Clin ophthalmol. 2025; 19:1991¿1997. The manufacturer internal reference number is: (B)(4).